Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) which was removed due to a torn haptic which was noted to be torn at the haptic-optic junction during insertion. It was stated that an incision enlargement was made while removing the lens. No additional information was provided.

Manufacturer narrative:
(B)(4). Investigation results revealed that the lens had one detached haptic, torn optic and appeared to have evidence of viscoelastic. Placeholder.